Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'safety and efficacy of single-stage versus 2-stage spinal fusion via posterior instrumentation and anterior thoracoscopy: a retrospective matched-pair cohort study with 247 consecutive patients' from the journal of world neurosurgery (world neurosurg. /2018) 109:e739-e747.https.//doi.org/10.1016/j. Wneu.2017.10.074). There were 247 patients over 7 years who underwent 1-stage or 2-stage stabilization with thoracoscopic fusion. Forty-seven patients required revision surgery relating to either misplacement/loosening or failure of their mantis, xia, or vlift implants. Additional information is not available at this time, it is not clear which implants experienced failure. This report captures the vlift implants.

Manufacturer narrative:
The article 'safety and efficacy of single-stage versus 2-stage spinal fusion via posterior instrumentation and anterior thoracoscopy: a retrospective matched-pair cohort study with 247 consecutive patients' in the journal of world neurosurgery, volume 109 (e739-e747) 2018, was reviewed. This record addresses intra-operative implant misplacement and post-operative loosening for the vlift spinal system implants used. Visual, dimensional, material and functional analysis could not be performed as no devices were returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received the investigation will be reopened and updated.

Event description:
This record captures a review of 'safety and efficacy of single-stage versus 2-stage spinal fusion via posterior instrumentation and anterior thoracoscopy: a retrospective matched-pair cohort study with 247 consecutive patients' from the journal of world neurosurgery (world neurosurg. /2018) 109:e739-e747.https.//doi.org/10.1016/j. Wneu.2017.10.074). There were 247 patients over 7 years who underwent 1-stage or 2-stage stabilization with thoracoscopic fusion. Forty-seven patients required revision surgery relating to either misplacement/loosening or failure of their mantis, xia, or vlift implants. Additional information is not available at this time, it is not clear which implants experienced failure. This report captures the vlift implants.